Event description:
It was reported that the trocar tip of the bard wound drain was not sharp enough to penetrate the tissue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive since sample condition was unoriginal and the device had met relevant specifications. The returned product was not used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted seven unopened (with original packaging), silicone round drains. Visual inspection of the sample noted that the seven-trocar point tip and all edges were evaluated, and no burrs, nicks, distortion or dullness observed. The trocars appeared to be sharp. The investigation is inconclusive since only representative samples were returned for evaluation. This meets the specification "trocar point tip and all edges: shall be sharp, free of burrs, nicks and distortion, bent points are not allowed." A potential root cause for this failure mode could be ¿tip not produced to specification". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the trocar tip of the bard wound drain was not sharp enough to pernitrate the tissue.